Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The drive support disk cap was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap was sticking out. Customer also reported of being hospitalized twice due to low blood glucose. Customer reported that hospitalization was maybe a year prior to call. Customer reported that blood glucose was 26 mg/dl. Customer reported that the first low blood glucose occurred while playing pool and the second event, customer was found passed out. Customer reported of being hospitalized overnight on the first event and was released in the early morning at the second event. Customer was wearing insulin pump. During troubleshooting it was found that time was not correct. Customer felt that insulin pump was over delivering. Insulin pump would be replaced.